Event description:
The surgeon used the wire post in surgery twice. After removing the device, the surgeon found that the fixing part of the wire post broke. The surgeon mentioned that he did use high force to tighten the screw.

Manufacturer narrative:
Additional info has been requested, and if received, will be submitted on a supplemental report.